Event description:
The reporter stated her husband received erratic glucose results on the device and that he has difficulty inserting test strips into the device. He dosed insulin based upon food and became hypoglycemic and had to be treated with a glucose tube from his spouse.